Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the limited amounts of information available, it was not possible to determine the root cause of the event. As per IFU aortic damage, including perforation, dissection, bleeding, rupture and death are known potential adverse effects. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. This complaint can be reopened in case further information provides support to this investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the zenith tx2 taa endovascular graft was placed per IFU with great outcome resolving the patient¿s pain. About 30 hours post op the patient had dissected retrograde into the ascending aorta. The patient was transferred to another facility for open aortic repair. Patient outcome. The patient was transferred to another facility for open aortic repair. It is unknown at this time the patients condition.